Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No intervention was reported. There were no patient consequences.

Event description:
New information received notes the patient was brought into clinic and the device bluetooth was successfully reset, resulting in successful pairing. There were no patient consequences.

Event description:
New information received notes when the implantable cardioverter defibrillator was interrogated in clinic, the excessive bluetooth (ble) message appeared and clearing the message resulted in successful pairing. There were no patient consequences.

Manufacturer narrative:
The reported event of inability to communicate via bluetooth (ble) was confirmed. Based on the review of the information provided, it was confirmed that a ble lockout had occurred, resulting in the temporary loss of ble connectivity. The cause of the ble lockout was due to multiple unsuccessful login attempts. The device was working within product specifications and no anomalies were found.